Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on december 21, 2021, with lot number 2286290. Analysis of the returned device identified: white particles inner the device and opening on valve. Leak test and microscopic analysis was performed which identified: crack opening on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve